Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, the starclose se device had an unspecified issue. The method of hemostasis is unknown. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The abbott internal recall number is 2024168-2/3/2017-001-r. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941].

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances however the returned device indicated a sheath splitting issue. A review of the lot history record identified no manufacturing nonconformities related to the reported event. Av review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product in the field with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report filed, additional information received: it was reported that right common femoral arteriotomy closure was attempted using a starclose se device with a 6 fr sheath after percutaneous angioplasty of a popliteal artery bypass. Reportedly, the starclose se device did not achieve hemostasis after deployment. Hemostasis was accomplished with manual arterial compression for five minutes. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician has reportedly been trained in the use of the starclose se device. No additional information was provided.